Event description:
It was reported that the target lesion was the mid right coronary artery (rca), which was heavily tortuous and heavily calcified. During the advancement of a 3.0 x 33 mm zeta stent delivery system (sds), it was unable to cross the calcified lesion. During removal of the sds from the patient, the stent hit the edge of the guiding catheter, resulting in the stent dislodging from the balloon. The stent was retrieved from coronary using a goose neck snare device. No patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be the result of, anatomical conditions, disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device. All sds are inspected for proper stent placement and crimped stent outer diameter. It appears that interaction with the guiding catheter during retraction/removal of the sds after it was not able to cross the highly calcified lesion contributed to the stent dislodgement which resulted in the removal of the dislodged stent by use of a snare device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. The reported failure to cross and stent dislodgement appear to be related to the circumstance of the procedure.